Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000096447.

Event description:
It was reported that the patient experienced ineffective therapy. Additionally, the patient was unable to place their system into MRI mode. Diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has impedances.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: a4 - the patient weight should have been 160 pounds rather than 300 pounds. Correction: e1 - the reporter's name should have been (B)(6) rather than (B)(6). The reporter establishment name should have been (B)(6). The reporter phone number should have been (B)(6) rather than (B)(6). The reporter address should have been (B)(6). The reporter zip code should have been (B)(6) rather than (B)(6).